Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had their previous ins removed due to infection. No further complications noted or anticipated.